Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the two-photo sample noted unable to confirm the condition of the affected catheter due to only photos provided for investigation. Further functional testing could not be performed if only based on the photos. Therefore, the reported event is inconclusive due to poor sample condition. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the foley catheter was inserted on (B)(6) 2025. She currently has blood in her urine in the bag and did go to the hospital, but they refused to remove/change it since they were not the ones that inserted it. She has used foleys in the past and did not have this issue. It is unclear if the lot number was requested. No additional information provided. Unexpected medical intervention was reported. Per customer follow up information received via phone on 30jul2025, the photos provided by the patient at the time she reported the complaint.

Event description:
It was reported that the patient said the foley catheter was inserted on (B)(6) 2025. She currently has blood in her urine in the bag and did go to the hospital, but they refused to remove/change it since they were not the ones that inserted it. She has used foleys in the past and did not have this issue. It is unclear if the lot number was requested. No additional information provided. Unexpected medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.